Manufacturer narrative:
Concomitant medical products: 8100;(4)10011865. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Estimated date.

Event description:
It was reported from nicu that the device did not alarm when air was noted in IV lines post alaris pump infusion chamber. The alaris pump, pcu and all 4 modules were changed, lines were de-aired again, filters were added back into line to see if alaris change made a difference. Within 5 minutes all air filters had refilled with air. During the entire shift all troubleshooting ECMO pump venous pressure ranged between 30 and 35, pre and post pressure were 270-290, and 256-273 respectively. All troubleshooting was completed, inspected, and double checked by the nicu bedside nurse, the ECMO bedside specialist, a member of line team, and the in-house ECMO primer without resolution for the filters filling with air. Filters de-aired regardless of being held above, below, or equal to the level of the manifold. There were no adverse effects caused to the patient in this event.